Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation, indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The product was not returned for evaluation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There were no other complaints reported in the lot number. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during implantation of an intraocular lens (iol) the lens was scratched and there was patient contact. Additional information was received reporting, that the lens was injected with an incision injector and when it was advanced a few millimeter from the outlet, a part of the lens was seen to be exiting by opening on the side of the injector cartridge that had a small linear opening. Lens was withdrawn and retreated. Upon inspection, it had striations in the optic area and it was decided to replace it. A back up lens was used and procedure was concluded on the same day.